Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. Based on the results of the investigation, that since error message e95 occurred, the subject equipment incorrectly detected that there was no detergent remaining. Therefore, the user replaced detergent and performed reprocessing process, however, the process was not completed, and detergent replacement indicator did not go out. The user connected tube that was connected to syringe to detergent nozzle in reprocessing basin and tried to suck detergent, however, no detergent came out. Then da sensor propeller worked properly by running warm water into detergent line and e95 was resolved. Therefore, it is possible that the detergent around the propeller of the da sensor dried and solidified, causing the da sensor to not function properly, resulted in the incorrect detection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the detergent replacement indicator on the reprocessor disappears in the middle of the first cycle after replacing the detergent bottle. Initially advised to run a cycle after the load liquid chemical germicide completes, the customer later noted that the detergent indicator light was blinking and an e95 error appeared upon powering the unit on. Despite purging the detergent line with a syringe as instructed by the tech, the e95 error persisted. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.